Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 2mm distal of the proximal markerband and extending approximately 42mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues a visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed and no patient complications were reported.